Event description:
Incident occurred during cardiac catheterization approx 3 months ago. Guidewire was inserted through an entry needle; needle and guidewire were removed as a unit. Upon removal, it was noted that the coating has sheared and a portion detached and remained in the pt. No retrieval attempts made until 3 months later during scheduled bypass surgery.